Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The circumstances surrounding the patient¿s death and the cause of death were unknown. The patient was not connected to the device when found. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in (B)(6) 2014. The device was received; however, evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies or hardware device failures that could have caused or contributed to the reported difficulty. The device passed both electrical and functional tests. A visual inspection was performed and found no issues. The cycler remote toolbox (crt) was used to analyze the device pneumatic system. The crt revealed that no pneumatic leakage inside the device pneumatic subsystem was found. The device successfully completed a short simulated therapy and no issues were found. Should additional relevant information become available, a supplemental report will be submitted.